Event description:
Customer's mother called to report a pod that was worn for 1 day and removed due to elevated blood glucose levels that ranged between 336 mg/dl - high. Customer continued to ingest carbohydrates while blood glucose levels were elevated. Upon pod removal, the customer felt the cannula was kinked and the site was normal. Customer was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a king was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.